Event description:
Reporter indicated a vns patient was unable to be interrogated with a vns wand despite extensive troubleshooting. The pt was successfully interrogated using a different vns wand. The wand is currently in product analysis.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.